Manufacturer narrative:
A patient experiencing an inoperable ipg was reported to abbott. The patient ipg was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event is consistent with the battery reaching end of life.

Manufacturer narrative:
Date of event is estimated. The unique device identifier (UDI #) is unknown because the lot and part number were not provided. During processing of this incident, attempts were made to obtain complete device information. Further information was requested but not received.

Event description:
Related manufacturer report number:1627487-2023-03339. Related manufacturer report number:1627487-2023-03340. It was reported that the patient's ipg had reached end of life. The patient's peripheral leads were also noted to have high impedance and the patient had not been experiencing effective relief. Surgical intervention was undertaken on (B)(6) 2023 wherein the patient's scs system was explanted.